Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspected power supply assembly for evaluation.

Event description:
The customer reported while installing the power supply assembly to the vela ventilator; the fuse (f301) melted down during the test run. The customer reported this is an out of box failure. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect power supply assembly for investigation. An investigation was performed; the reported event was confirmed but unable to be duplicated. The f301 component was blown when received. The root cause of the reported issue was due to the mosfet q210 has failed. The suspect component is shorting current from the source to drain, resulting in malfunction of the overcurrent protection circuit. This issue will be internally investigated within vyaire.